Manufacturer narrative:
Reporter type is "paralegal." Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported through the legal department, a patient underwent placement of an optease retrievable inferior vena cava (ivc) filter. The device subsequently tilted and perforated her vena cava. As result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. No additional information is available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported events could not be confirmed and the exact cause could not be determined. Given the limited information available for review, the timing and mechanism of the reported filter tilt remains unknown. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. At this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this report was submitted previously under manufacturing report number 9616099- 2016-00518. Additional information was received but did not involve new events, patient or procedural details.

Event description:
As reported through the legal department, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter which subsequently tilted and perforated her vena cava. As result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable inferior vena cava (ivc) filter which subsequently tilted and perforated her vena cava. As result of these failures, the plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the reported events nine years and six months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, and tilt. The patient also reports stress, anxiety, and fear of future complications with the filter. The lot number provided in the ppf is the product catalog number and is not a valid lot number. The following additional information received per the medical records state that the patient has a history of recurrent large pulmonary embolus with a large clot burden in the veins of the lower extremities. During the implant procedure, the filter was placed just below the renal veins. The patient tolerated the procedure well. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported an ivc perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events nine years and six months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside the ivc, and tilt. The patient also reports stress, anxiety, and fear of future complications with the filter. The lot number provided in the ppf is the product catalog number and is not a valid lot number. The following additional information received per the medical records state that the patient has a history of recurrent large pulmonary embolus with a large clot burden in the veins of the lower extremities. During the implant procedure, the filter was placed just below the renal veins. The patient tolerated the procedure well.